Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular tachycardia. Even though the device delivered multiple rounds of atp and shocks, the patient lost consciousness. The ems delivered an external shock. The device nurse alleges that the device did not deliver therapy in a timely manner. The patient was sedated and intubated. The device was interrogated and the programming changes were discussed with technical services. The physician elected not to make any programming changes. The patient was discharged and will continue to follow up with primary cardiology clinic.